Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -7.50 diopter flipped when inserted into the patients eye. Lens was removed. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
B5- upon further review it was determined that this claim is not reportable. The event was not related to the implantable collamer lens. Claim# (B)(4).